Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they noticed the issue this weekend. Pt stated that they had the stimulation off right now since they got a weird surge in their leg. Pt stated that sometimes the stimulation would just come on a bit stronger but this was a strange surge so they shut the ins off. Pt stated that they got out of the shower and they could feel the lead wire in the top of their back poking out. Pt stated that the lead wire was not poking all the way out of their skin but there was a bubble where they could feel and tell that it was the lead wire. Patient services (pss) redirected pt to hcp. Pt stated that their hcp was dr. Flood before, however they hadn't had to see hcp in forever. Pt stated that they were told over the weekend that hcp was no longer there. Pt stated that they would call the pain center that dr. Flood used to be at to see if there was another hcp they could get in contact with to further address the reported issue. Pss also advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response.

Manufacturer narrative:
Concomitant medical devices: product ID: 977c265, serial/lot#: (B)(4), implanted: (B)(6) 2017, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.